Manufacturer narrative:
Follow-up #1: date of submission 06/20/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/06/2016 with the following findings: the pump was returned with the sound features set to the following: normal bolus, audio bolus, alert, reminder, warning, alarm/error set to high; temp basal set to off; remote bolus set to vibrate. The pump powered on with functional auditory and vibratory features. The audible tones were found to be within specifications. An alarm and a warning were reproduced for investigation with the sound settings on high; the pump emitted the appropriate audio-visual alerts. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The complaint could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 05/03/2016 the reporter contacted animas alleging that on (B)(6) 2016 the pump's audible tones were not working and the patient subsequently experienced elevated blood glucose (bg) of 280mg/dl with thirst and increased urination. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. The reporter confirmed that the pump's vibratory features were functioning normally. The reporter noted that the patient's healthcare provider had recently made adjustments to the basal rates. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with the pump's audible tones not functioning.